Manufacturer narrative:
(B)(4). Insulin pump received with pump error 38 during rewind sequence due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to corroded motor home switch. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the body of insulin pump had physical damage. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.